Manufacturer narrative:
MDR / initial 1 of 2. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent needle prior to insertion within the last week, with the last occurrence on (B)(6) 2026, the cannula bent upon insertion into the skin, which resulted in high blood glucose and was treated with a correction injection via multiple daily injections (mdi).